Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Imaging was difficult due the calcium on the posterior annulus and shadowing from the clip delivery system (cds) shaft. The cds was advanced and deployed however the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip, reducing mr to 2. Per the physician, the slda was due to the annular calcification and possible frail posterior leaflet. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) per the physician appears to be related to patient morphology/pathology (annular calcification and possible frail posterior leaflet). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.